Event description:
Current packaging and vial design will not deliver the product quickly to a sterile field. Product is very viscous, therefore withdrawing solution via a syringe and needle on a spike is nearly impossible. Surgical staff are removing metal band and rubber stopper with sterile implements. This could lead to particulate contamination or injury to employees.